Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, undersensing of r-waves was observed. Programming changes were made per the physician and isometrics were performed. No noise was present. The patient was stable.